Event description:
The pump was received with a vague complaint of a battery problem. During service of the device, the tech witnessed the pump turning on and off by itself. The facility stated that they were unaware of this problem and had no reports from the clinical setting with the complaint of the device powering on and off. There was no report of pt injury.